Manufacturer narrative:
Investigation: sent the device to the generator manufacturing department for analysis. They tested the device at the end of line test and compared the results with the archived eol- test results of this serial number before delivery. During the performance test, the generator is connected with different dummy loads at the output and it has to work with different supply voltages. First the test with 240 volt supply tension (the tension, that was used at the hospital, where the generator was used last). With step up the dummy load, the output voltage (volt / root mean square) and therefore the output power (po = v/rms x I/rms) increases. All tests with all dummy loads are without deviation to the specification and the eol-results. Batch history review: the number of generators per batch is one. The eol- test files were checked. Conclusion and root cause: the complaint rf- generator has past all tests (power, resistance, safety) without any deviation. The root cause for the problem is most probably user related. Corrective action: according to (B)(4), there is no CAPA necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: sweden. The product does not seal properly and the vessels bleed even after sealing.